Event description:
During an angioplasty procedure, the guidewire would not advance/remove from the (sds) stent delivery system. The sds, guidewire (boston scientific) and catheter were removed as unit. The target site (circumflex artery) was mildly calcified and not tortuous. Lesion characteristics were not known. The procedure was completed with different equipment, and no patient injury was reported with the event.